Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode was severed and missing, the trunk cable was severed and missing, and the ECG a,b and front therapy electrode grommet was pulled from the strain relief. The cause of the failure was the damaged cables. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.